Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2,h3,h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e218, error b31 and the light guide bundle in insertion section was slightly worn and interrupted and weakened, a component failure of the universal cord, a component failure of the light guide (lg) bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected (the screen became noised occasionally, reporting error e219.) And cause traced to component failure (error e218, error b31 and the light guide bundle in insertion section was slightly worn and interrupted and weakened, a component failure of the universal cord, a component failure of the light guide (lg) bundle) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope screen displays image noise and error e219. The issue occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.